Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. Previous requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient x-rays were previously received and reviewed. The previous review of the provided x-rays supported the presence of loosening of the tibial component. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain and loosening of the tibial component at the cement to implant interface.